Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified left arteriovenous fistula. A 6.0 x 200, 75cm mustang balloon catheter was advanced for dilatation; however, after more three inflations attempts, the balloon ruptured at 23 atmospheres. The procedure was completed with another of the same device. There were no patient complications reported.